Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2022).

Event description:
It was reported that prior to a dialysis catheter implant, there was hair in the sealed package. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation, one electronic video was provided for review. The video shows a clinician holding an unsealed package of hemostar dilaysis catheter. A hair was noted inside the sterile packaging pouch of the device. All the components inside the package appears intact. Therefore, the investigation is confirmed for the reported contamination issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2022),

Event description:
It was reported that prior to a dialysis catheter implant, the hair was allegedly present in the sealed package. The procedure was completed using another device. There was no patient contact.